Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, it was reported that the patient experienced low velocity arterial flow distal to left common femoral artery insertion site of the impella cp. The patient's limb presentation in both color and temperature improved after optimizing pump position at bedside. Impella cp was successfully escalated to an impella 5.5 due to the limb ischemia and the requirement for a higher level of circulatory support. The procedural outcome is patient expired. Per the results of the medical review "there is not enough evidence to exclude impella as an associated factor in the patient's outcome". The procedural outcome is patient expired.